Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.